Manufacturer narrative:
F10 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and device tilt.

Event description:
Per a report from venogram dated (B)(6) 2012, "a venogram was performed that showed extensive collateralization around the knee and thigh area with occlusive clots in femoral and [popliteal] segment." "A venogram was performed that showed the clots extended into the common femoral and iliac veins and inferior vena cava. The previously placed filter is also occluded." "We proceeded to perform percutaneous thrombectomy of the left leg and inferior vena cava using the [device] for roughly 200 seconds. A completion venogram showed no improvement due to the chronicity of the clots. We proceeded to perform thrombectomy using [other device]. After several passes with [other device]. Some clots were evacuated. However, a repeat venogram showed minimal improvement. We proceeded to perform thromboplasty with a 12 mm ev3 balloon to both the inferior vena cava and left leg veins. However, no improvement was noted. It was obvious that the clots has become organized and that the only option to reduce clot burden is through anticoagulation. We proceeded to perform a venogram of the right lower extremity. Occlusive clots were found to involve the entire femoral and popliteal segments with significant collateralization seen at the knee and thigh regions. The left superficial femoral vein was selected. A [catheter] was inserted. Another venogram confirmed occlusive clots in the right common femoral and iliac veins. The clots appeared organized and would not be amenable to thrombectomy." Per a report from CT (computed tomography) dated (B)(6) 2018, "lnfrarenal ivc filter in place with collapse/ contraction of the ivc around the filter. The distal ivc is also small in size and there are numerous collateral vessels within the retroperitoneum and along the iliac vessels, which have increased in size and number. Constellation of imaging findings are compatible with chronic infrarenal ivc occlusion." Per a report from CT dated (B)(6) 2018, "some of the filter struts have penetrated through the wall of the ivc into the pericaval/ mesenteric fat." "A filter strut penetrates 3 cm into the l3 vertebra and maybe embedded which may render the filter non removable." "The ivc is stenotic and collapsed around the filter. Above the filter it measures 3 cm in diameter and at the level of the filter it measures 8mm in diameter. See coronal image 49. Varicose veins are seen in the retroperitoneum and in the anterior abdominal wall. The filter is tilted to the left and anterior with its proximal cone lying on the wall of the ivc possibly embedded in it."

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01067.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right common femoral vein due to dvt (deep vein thrombosis). Patient is alleging tilt, vena cava perforation, organ perforation, embedment, stenosis, caval thrombosis, and deep vein thrombosis. Per a report from CT (computed tomography), "evaluation of the ivc is limited due to overlying bowel gas. The ivc filter could not be visualized. In the infrarenal ivc, is echogenic material in the lumen, suspicious for nonocclusive thrombus."

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2011. The patient alleges to have been injured without further explanation.